Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged and bent from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 400 mg/dl while wearing the pod between 36 and 48 hours. The patient reported cannula being dislodged and bent, while wearing it on the abdomen. For treatment, the parent changed out the pod. The pod was leaking.

Manufacturer narrative:
The device was received fully deployed. Investigation of the cannula assembly and needle mechanism did not find any damages or abnormalities that could cause the dislodging of the cannula. The exact cause of the reported dislodging could not be determined. Additionally, further investigation of the cannula assembly did not find the soft cannula bent, kinked, or damaged. The downloaded data does not show any timeouts or drive stalls that could indicate the device struggled to deliver insulin. The fluid path was also inspected and no signs of leakage were observed.